Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation and the ipg turned off. The patient was unable to communicate with his charger. Follow up identified the issue reoccurred, and use with a different charger could not resolve the issue. It was reported surgical intervention may be undertaken at a future date to address the issue.